Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had issues with the pump not detecting the cartridge. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy. Tandem technical support unable to gather further information as customer declined a follow up.